Event description:
A surgeon reported that a patient's dry eye symptoms have worsened in both eyes since having bilateral lasik. This report concerns the patient's right eye. The patient was informed prior to surgery that her dry eyes may be made worse after lasik. The patient has been referred to a corneal specialist and is on several treatments from that doctor. The patient was informed that dry eye syndrome is a chronic condition which must be managed over the long term, but will never go away.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).